Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a revision procedure performed to replace the patient's cardiac resynchronization therapy defibrillator (crt-d) and implant a new left ventricular (lv) lead, the patient's right ventricular (rv) lead was found to have high out-of-range shock impedance measurements. Visual confirmation of a conductor fracture was made. At this time, the physician has elected to program the patient's new crt-d to 'monitor only' and will schedule a rv lead replacement procedure at a later date should they determine the patient needs access to ventricular shock therapy. No adverse patient effects were reported.